Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working as expected. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. The patient survived the event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's alarm not functioning could not be duplicated or confirmed. During testing ventec observed that the device provided patient circuit disconnect alarms as expected. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.